Event description:
Machine independently quit cooling. Patient's temp back to target temp and then above target temp. Ed attending notified, tried to restart machine and change target temp. Ccu fellow notified, will discontinue innercool after he assesses pt. Pt did wake up and follow commands.